Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record (DHR) found no deviations that could have caused or contributed to the reported image failure (color bar being displayed). The DHR confirmed that the subject device was shipped in accordance with the specifications. The investigation did not establish the root cause of the issue. Olympus will continue to monitor field performance for this device. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
Upon further review this is not a reportable malfunction. Per the legal manufacturer there is no potential for this issue to cause or contribute to death or serious injury if the malfunction were to recur.

Manufacturer narrative:
The device has not been returned for evaluation. If additional information becomes available prior to the conclusion of the investigation, a supplemental report will be filed.

Event description:
The customer reported that while using her olympus video system center in conjunction with an olympus sd flexible cysto-nephro videoscope, the display began showing color bars instead of a proper image. The customer confirmed that there were no error codes present during this failure. Additional details relating to the patient and the event have been requested, but no response has been received at this time. There was no patient harm or consequence reported as a result of this event. This is report 2 of 2, being submitted to capture the sd flexible cysto-nephro videoscope. For details pertaining to the video system center, please refer to report 1 of 2 with patient identifier (B)(6).